Event description:
It was reported that pump powered on with malfunction alarm and repeatedly showed error message, and pump menu could not be accessed. There was no reported impact to the customer¿s blood glucose level. Customer turned pump off and on in an attempt to reset it, and technical support arranged for pump to be returned and provided replacement pump, with no further outcome details available.